Event description:
Olympus reviewed the literature "a new endoneoscopic treatment for inflammatory bowel disease: radial incision and cutting method for stricture at the anastomotic site after intestinal resection for crohn's disease". Introduction: in our department, we are conducting clinical research on endoscopic dilatation using the radial incision and cutting (ric) method for benign stenosis of the lower digestive tract. We have been performing ric for various causes of intestinal stricture, including inflammatory bowel disease (ibd) stricture after surgery and ibd stricture due to mucosal healing after surgery for colorectal tumors, but in this paper we will discuss ric for crohn's disease (cd) stricture after surgery. Case study: [case 1] male in his 30s. The patient had anastomotic stenosis after ileocecal resection, and had a history of endoscopic balloon dilatation (ebd) for the same lesion. A longitudinal incision was made and then a transverse incision was made to connect the longitudinal incisions. The procedure was repeated around the entire stenotic area, and the diameter was sufficiently dilated and the endoscope passed smoothly, so the procedure was completed. In this case, post-bleeding occurred two days after ric, and hemostasis was achieved using hemostatic forceps in the same way as for post-bleeding after esd. [Case 2] male in his 30s. The patient had a small-bowel type cd, anastomotic stricture after partial small-bowel resection. A stricture was observed at the anastomosis of the small intestine and a shallow ulcer was also present at the stricture. Dilation was completed with only half of the lesion incised and the endoscope passed smoothly. Discussion: the main feature of ric is that it has the potential to obtain sufficient expansion even for hard stenosis where sufficient expansion cannot be obtained with ebd by making an incision. In terms of post-operative bleeding, the results of our department's investigations show that there is a significant difference between the anastomotic site after cd surgery and other cases. Post-operative bleeding cases are concentrated in the small intestine-large intestine anastomotic site stenosis after cd surgery, and we have not experienced post-operative bleeding cases in other causes of stenosis (large intestine tumor anastomotic site after surgery, ibd mucosal healing-related stenosis, cd small intestine-small intestine anastomotic site, etc.). In our department's data, the rate of post-operative bleeding at the small intestine-large intestine anastomosis site after cd surgery is approximately 35%, and endoscopic hemostasis was possible in all cases, but this is one point that can be improved in the future. As for the difficulty of the ric technique, we believe that it is not a major problem for surgeons who are able to perform colorectal esd, as the electrosurgical knife and hemostatic forceps used are the same as those used in colorectal esd. In our analysis of over 60 cases of ric performed in our department, there was only one intraoperative perforation, and there were no cases of delayed perforation, so we believe that there are no major safety issues. Conclusion this paper outlines the current status of ric for post-operative anastomotic stricture of cd. In the future, we would like to conduct multicenter studies with medical institutions other than our own and continue to investigate the feasibility of ric and the identification of suitable lesions. Type of adverse events: delayed bleeding perforation.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the approved final investigation. The device has not been returned to olympus for evaluation. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received.